Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (worsening mr) appears to be due to the leaflet defect. The cause of the reported unspecified tissue injury associated with the leaflet defect could not be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was successfully deployed on the mitral valve, reducing mr to a grade of <1. On (B)(6) 2023, a follow up transesophageal echocardiography (tee) was performed. It was observed tissue damage had occurred on the anterior leaflet and mr had increased to a grade of 3. On (B)(6) 2023, a second mitraclip procedure was performed to treat mr with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 3. No additional information was provided.